Event description:
Peritonitis [peritonitis] ; problems between skin and organs with burning sensation/ as if it were a herniation [burning sensation] ; impaired healing [impaired healing] ; recurrent abdominal distension/swollen stomach [abdominal distension] ; recurrent constipation [constipation] ; vomiting [vomiting] ; recurrent abdominal pain [abdominal pain] ; fever [fever] ; allergic reaction [allergic reaction] . Case narrative: upon internal review on 05-dec-2018, this case initially considered as non-serious was updated to serious as the medically significant event of peritonitis was added. This case is related to case ID: (B)(6) (duplicate). Initial information received on 03-dec-2018 regarding an unsolicited valid non-serious case received from a patient from united states. This case involves an adult female patient who was treated with carboxymethylcellulose, sodium hyaluronate (seprafilm) and after unknown latency experienced problems between skin and organs with burning sensation/ as if it were a herniation, impaired healing, recurrent abdominal distension/swollen stomach, peritonitis, allergic reaction, recurrent constipation, vomiting, recurrent abdominal pain and fever. The patient's past medical treatment(s), history, vaccination(s) and family history were not provided. On an unknown date in 2016, the patient was implanted with carboxymethylcellulose, sodium hyaluronate sheet after bowel obstruction surgery in context of an intestinal occlusion. On an unknown date in 2016, after the surgery, patient reported problems between skin and organs with burning sensation, impaired healing, vomiting and fever since seprafilm insertion. On an unknown date, after unknown latency, patient also presented with recurrent episodes of adverse events, in particular after some meals: abdominal distention/swollen stomach, allergic reaction, peritonitis, abdominal pain, constipation and no diarrhea. On (B)(6) 2018, she would have an appointment with a surgeon about these disorders. Final diagnosis was fever, recurrent abdominal pain, vomiting, recurrent constipation, recurrent abdominal distention/swollen stomach, allergic reaction, peritonitis, impaired healing and problems between skin and organs with burning sensation/ as if it were a herniation. It was not reported if the patient received a corrective treatment. The patient outcome is reported as not recovered / not resolved on an unknown date for problems between skin and organs with burning sensation/ as if it were a herniation, impaired healing, vomiting, fever, abdominal distension/swollen stomach, allergic reaction, peritonitis and unknown for abdominal pain and constipation. Seriousness criteria: medically significant for peritonitis a product technical complaint was initiated with results pending for the same. Upon internal review on 05-dec-2018, this case was identified as duplicate of case ID: (B)(6) and all the information from case ID (B)(6) was merged into this case. The case was upgraded to serious. Additional events of allergic reaction and peritonitis were added along with details. The event term abdominal distension was updated to abdominal distension/swollen stomach and outcome was updated from unknown to not recovered. Indication of seprafilm was added. Related case was added. Clinical course was updated and text was amended accordingly.

Event description:
Peritonitis [peritonitis] problems between skin and organs with burning sensation/ as if it were a herniation [burning sensation] impaired healing [impaired healing] recurrent abdominal distension/swollen stomach [abdominal distension] recurrent constipation [constipation] vomiting [vomiting] recurrent abdominal pain [abdominal pain] fever [fever] allergic reaction [allergic reaction] case narrative: upon internal review on (B)(6) 2018, this case initially considered as non-serious was updated to serious as the medically significant event of peritonitis was added. This case was related to case ID: (B)(4). Initial information received on 03-dec-2018 regarding an unsolicited valid non-serious case received from a patient from united states. This case involves an adult female patient who was treated with carboxymethylcellulose, sodium hyaluronate (seprafilm) and after unknown latency experienced problems between skin and organs with burning sensation/ as if it were a herniation, impaired healing, recurrent abdominal distension/swollen stomach, peritonitis, allergic reaction, recurrent constipation, vomiting, recurrent abdominal pain and fever. The patient's past medical treatment(s), history, vaccination(s) and family history were not provided. On an unknown date in 2016, the patient was implanted with carboxymethylcellulose, sodium hyaluronate sheet after bowel obstruction surgery in context of an intestinal occlusion. On an unknown date in 2016, after the surgery, patient reported problems between skin and organs with burning sensation, impaired healing, vomiting and fever since seprafilm insertion. On an unknown date, after unknown latency, patient also presented with recurrent episodes of adverse events, in particular after some meals: abdominal distention/swollen stomach, allergic reaction, peritonitis, abdominal pain, constipation and no diarrhea. On (B)(6) 2018, she would have an appointment with a surgeon about these disorders. Final diagnosis was fever, recurrent abdominal pain, vomiting, recurrent constipation, recurrent abdominal distention/swollen stomach, allergic reaction, peritonitis, impaired healing and problems between skin and organs with burning sensation/ as if it were a herniation. It was not reported if the patient received a corrective treatment. The patient outcome is reported as not recovered / not resolved on an unknown date for problems between skin and organs with burning sensation/ as if it were a herniation, impaired healing, vomiting, fever, abdominal distension/swollen stomach, allergic reaction, peritonitis and unknown for abdominal pain and constipation. A product technical complaint (ptc) was initiated on (B)(6) 2019, for seprafilm. Batch number; unknown; global ptc number:(B)(4); no product lot number was provided by the reporter; therefore sanofi biosurgery quality assurance is unable to perform a specific lot history review/investigation in response to this event. Seprafilm adhesion barrier serves as a temporary bioresorbable barrier separating apposing tissue surfaces. The physical presence of the membrane separates adhesiogenic tissue while the normal tissue repair process takes place. When applied as directed, seprafilm adhesion barrier could be expected to reduce adhesions within the abdominopelvic cavity. Approximately 24 to 48 hours after placement, the membrane becomes a hydrated gel that was slowly resorbed within one week. Components were excreted in less than 28 days. All seprafilm lots manufactured by sanofi were released for shipment by quality assurance only after successful completion of quality control certificate of analysis testing and review of all device history records and associated manufacturing process documentation. This lot release procedure provides assurance that all product lots were manufactured under specified process parameters and pass final product and sterility specifications. Product safety metrics were compiled by sanofi global pharmacovigilance and epidemiology and presented to senior management. Any trending signal was discussed during these trending meetings and escalated to the safety governance for adjudication. As a lot history review/investigation was unable to be completed and no trending signal had been identified at this time, no CAPA was considered necessary however; sanofi would continue to monitor and trend these types of events and implement appropriate corrective actions where applicable. If a lot number for this event was reported at a later date, this product event would be reopened and a lot investigation would be performed by sanofi biosurgery quality assurance at that time. Seriousness criteria: medically significant for peritonitis upon internal review on (B)(6) 2018, this case was identified as duplicate of case ID: (B)(4)and all the information from case ID (B)(4) was merged into this case. The case was upgraded to serious. Additional events of allergic reaction and peritonitis were added along with details. The event term abdominal distension was updated to abdominal distension/swollen stomach and outcome was updated from unknown to not recovered. Indication of seprafilm was added. Related case was added. Clinical course was updated and text was amended accordingly. Additional information received on 09-jan-2019. Gptc number added. Text amended accordingly.